Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that this arctic sun device was not cooling. Per additional information updated from ttm on 15dec2025, biomed needs help troubleshooting alert 113 (reduced wt control). Per review of wo notes, an evaluation of the device showed that the mixing pump had failed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Per additional information, biomed needs help troubleshooting alert 113 (reduced wt control). Per review of wo notes, an evaluation of the device showed that the mixing pump had failed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that this arctic sun device was not cooling. Per additional information updated from ttm on 15dec2025, biomed needs help troubleshooting alert 113 (reduced wt control). Per review of wo notes, an evaluation of the device showed that the mixing pump had failed.